Event description:
It was reported that the customer received a motor position encoder error alarm on the insulin pump. The customer's blood glucose level was not 375 mg/dl. Nothing further was reported.

Manufacturer narrative:
Prime rewind alarm occurred during basic occlusion test, due to protruded or loose drive support disk. It was not possible to verify motor position encoder error alarm in alarm history screen, due to an overwritten history file. The motor was tested outside the device and passed the motor test. The insulin pump was received with minor scratches on the lcd window, a scratched reservoir tube window, cracked battery tube threads, and a cracked reservoir tube lip.